Manufacturer narrative:
Updated: h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the forceps stand appeared to be corrosion but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of wear and tear, insufficient device reprocessing and or user handling/mishandling. The issue may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of a maintenance return process and during inspection of the device, it was observed that foreign material resembling corrosion was found at the distal end. In addition, the evaluation found the scope connector case unit had discoloration, the distal end was shaved and had residual liquid, the mouthpiece was corroded and the light guide lens adhesive was discolored. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii duodenovideoscope was returned as part of the maintenance return process. During routine inspection of the device by olympus, it was observed that foreign material resembling corrosion was found at the distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.